Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been included with this report.

Event description:
It was reported that the customer was taken to the emergency room on (B)(6), 2020 and admitted on (B)(6) 2020 until (B)(6) 2020 due to high blood glucose and diabetic ketoacidosis. Customer was trying to bolus when the insulin pump alarmed motor error twice and the buttons were hard to press. Customer's blood glucose level was 331 mg/dl at the time of incident and rose to 547 mg/dl before going to the hospital. The customer was treated with intravenous insulin and pens for high blood glucose. Customer was assisted with troubleshooting for motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized in emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose level was unknown at the time of hospitalization. Customer stated that insulin pump motor error alarm and button hard to pressed. Customer blood glucose level was 331 mg/dl at the time of incident and when leaving the hospital at the time of blood glucose level was 547 mg/dl. Customer stated that drive support cap was normal. The customer was assisted with troubleshooting. The customer was treated with intravenous insulin for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that insulin pump was not exposed to strong magnetic field or magnetic resonance image. Customer stated that insulin pump cracked where the battery cap and lip of battery compartment was damaged just around the edges. The insulin pump will be returned for analysis.